Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she needed assistance with filling the reservoir. Each time she fills it the reservoir has air bubbles and she can't seem to purge them out. Customer's blood glucose was 276 mg/dl. Customer was advised to use a different reservoir. Customer is not returning the reservoir for analysis.